Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed self test for defib and pacer functions. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical canada for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive functional testing including impedance calibration test, defib/pacer stress testing, bench handling, and defib cycling without duplicating the report. An internal inspection found no discrepancies. The customer's multifunction cable (mfc) was not returned for evaluation. The mfc receptacle was replaced as a precaution. The customer was advised to discard the mfc that was used during the event. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.